Event description:
Medwatch report# (B)(4) received stating: "a perclose proglide suture-mediated closure system failed during deployment of the suture resulting in a wire breaking off at the suture deployment site in the right femoral artery. Surgery was consulted for review and the patient ultimately underwent surgery for removal of the retained wire. The patients condition remained stable throughout. Neither the perclose or the retained wire were saved or returned to the manufacturer for failure analysis." Subsequent to the medwatch report additional information was received from the account. It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a catheterization procedure. It could not be confirmed what part of the device the "wire" refers to. Reportedly, a cut down was performed and the artery was sutured closed to achieve hemostasis. A femoral angiogram was not taken. No additional information was provided.

Manufacturer narrative:
Medwatch report# (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU) access site and puncture considerations section states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram contributed to the reported difficulties. In the absence of device returned for analysis, a conclusive cause for the reported detachment could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Na.